Manufacturer narrative:
The lens was returned for evaluation. Visual inspection of the lens found a portion of the optic missing. The entire trailing haptic plate was missing. Dimensional inspection was performed on a retain sample from the same lot with all measurements found to be within specification. The cause of the damage could not be determined. Functional testing could not be performed due to the damage. The lot history record was reviewed and there were no non-conformities or anomalies related to this complaint. Based on the information provided, the exact root cause of the event could not be determined.

Manufacturer narrative:
Investigation is underway. A supplemental report will be submitted upon completion of the investigation.

Event description:
It was reported that the surgeon implanted and explanted the lens due to the capsule breaking. The incision was not enlarged and sutures were not placed. Another lens of different model was implanted in the sulcus. Patient's current prognosis: corneal edema, good positioning of sulcus iol, expect significant visual improvement. Additional information has been requested but has not been received.